Manufacturer narrative:
It was reported that the ventilator had excessive internal leakage. There was no patient harm. Provided service report confirm the reported issue. Our field service engineer (fse) was on site to investigate the issue further and found out that expiratory cassette's membrane was defective and it was replaced. After replacing the membrane, the ventilator passed all functional and safety test and was returned for clinical use. The replaced part was not returned for investigation. Since no parts could be investigated further, the root cause of the issue has not been determined, however one cause can be that the device was not adequate maintained or mounted.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator had excessive internal leakage. There was no patient harm. Manufacturer's ref.#:(B)(4).